Event description:
It was reported by repair work order that the side rail could not latch due to a damaged spindle. It was also reported that the brakes could not remain engaged due to malfunctioned drive link assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.